Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The removed mc pcba was returned to the product investigation lab (pil). The pil technician installed the mc pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the mc pcba revealed no evidence of damage or contamination. The mc pcba was tested, the failure was confirmed. The pil confirmed the 35v supply failed and other alarms were triggered due to mc pcba analog to digital converter failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It has been determined that the power management (pm) board and motor control (mc) board will need to be replaced to resolve the reported problem. Since the pm board will be replaced at the service for a change order, the repair will be performed after the change order is initiated. The repair for this unit cannot be conducted at this time. As the repair is waiting for the change order to be initiated for service, the case will be closed at this time. When the change order has been initiated, the case will be re-opened for the pm replacement to repair the device. Per good faith effort (gfe) response received 17mar2024, it has been confirmed if new information is received and suggest that the device has additional malfunctions, the record will be update appropriately, and an investigation will be performed for any new issues. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60, indicating that while performing operational check, the device was getting alarms. The alarms which occurred were the following: -35v supply failed; -5v supply failed; -3.3v supply failed; -ovp circuit failed and -motor control printed circuit board assembly analog to digital converter (mc pcba adc) failed messages. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem.

Manufacturer narrative:
E1: (B)(6).